Event description:
It is reported that the patient has been having pain and discomfort on the medial side of the tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.